Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort due to ipg migration in pocket due to lifting heavy boxes. As a result, the ipg turned sideways and was poking the patient. The patient presented to the emergency room due to the issue. The patient underwent emergency surgical intervention (B)(6) 2018, wherein the ipg was repositioned which resolved the issue.